Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that he pulled out his pump to bolus for food and the pump display is blank. Customer does not have a new batteries, he will call back after obtaining batteries to troubleshoot.